Event description:
The customer contact reported a cut in the tubing. The tubing set was to be used to deliver an unspecified medication. On an unspecified date, it was reported that prior to priming, the nurse noted a cut in the tubing proximal to the back-check valve. Although there was potential of a leak, no leak of solution was reported. The tubing set was replaced and the therapy was initiated. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.